Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during device preparation of a 26mm sapien 3 valve, an eyelash like substance was found in the saline solution while rinsing the valve. Nothing was visible when opening the jar, the particulate was found when shaking the valve during rinsing. It was unknown if the substance had been attached on the valve or if it had come from the operator. A new valve was prepped for the procedure. The substance was discarded with the saline solution and only the valve is being returned.

Manufacturer narrative:
Additional information was added to b.5 and d.10. Investigation is ongoing.

Event description:
Additional information was received based on a review of the returned device. A black, foreign material was observed stuck between the skirt and the valve leaflet. The material appears larger than an eyelash and appears to be an additional contaminant. Per the clinical specialist, the ¿eyelash like¿ material floated up during rinsing of the valve and was not attached to the valve. No one at the facility observed the material observed during pre-decontamination of the valve.

Manufacturer narrative:
The sapien 3 transcatheter heart valve was returned to edwards for evaluation. During visual inspection, a black fiber was attached to the leaflet at the inflow of the valve. The black fiber was collected and sent to the chemistry lab for ftir testing. Material analysis found the sample spectrum was consistent to a zein-like material with a 74% match. Process walkthrough was performed from valve assembly through the end of preliminary packaging where the valves are placed in the final jars and terminally closed to determine if any of the materials, fixtures, or tooling used matching black fibers. No matches were observed. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed on work orders related to the manufacturing of the device and components that could potentially contribute to the complaint. The review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints for the work order. A review of complaint history from march 2019 ¿ february 2020 revealed additional returned complaints for the sapien 3 valve for the complaint code. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The evaluation summaries indicate the source of the particulate/contamination varied and was found to be either not an edwards source, an unknown source, unable to confirm, and/or due to customer use, handling. A review of complaint history reveals that the occurrence rate did not exceed the february 2020 control limits for this trend category. The IFU and device prepping manual were reviewed for instructions relating to the complaint. Prior to rinsing of the valve, the operator is instructed to carefully examine the thv jar for evidence of damage. Then, they are to carefully remove the thv/holder assembly from the jar without touching the tissue and inspect it for any signs of damage to the frame or tissue. The thv and holder assembly should them be placed in the first rinsing bowl, with the thv fully submerged, swirling gently for a minimum of 1 minute. After repeating this process in the second rinsing bowl the thv should be left in the final rinse solution until needed. No other objects should be placed in the rinse bowls. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed. Material analysis was performed on the black fiber and the sample spectrum of the black fiber is consistent to zein like material. However, a review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. Process walkthrough was performed by manufacturing to ensure none of the materials, fixtures or tooling used matches black zein like material and there were no matches observed. Additionally, during the manufacturing process, all sapien 3 valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/IFU deficiencies were identified during evaluation. As reported, ¿an eyelashes like substance was found in the saline solution while rinsing the valve. Nothing was visible in the jar (in the glutaraldehyde solution) when opening it. As the substance was coming up (found) when shaking the valve for rinse, it was unknown if the substance had been attached on the valve or it had come off from the operator (or someone)¿. It is possible that the particulate was introduced during device prepping process since the thv had been opened and inside the rinsing bowl. However, there is insufficient information to determine a root cause at this time. No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. However, awareness communication was performed as a cautionary response. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.